Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. A leak test was conducted successfully. A tear was observed in the exposed portion of the soft cannula where it was seen to leak. The timing and cause of the observed cannula damage could not be determined. It cannot be confirmed if the cannula damage contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level was "high" (>27.8 mmol/l, >500 mg/dl). The pod was leaking insulin while worn. As treatment, a new pod was placed.